Event description:
This customer reported a failure to discharge in the AED mode during use of the defibrillator. The users switched to the manual mode to deliver energy. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.